Event description:
Valve failure during implantation/testing. Quantity 2 of lot #l6382; quantity 1 of lot #03941. Fluid intake not functioning. #1 hooked up; no fluid intake from ventricle. #2 tested; not used. #3 tested; not used.